Event description:
It was reported that a cartridge did not fit onto the pump. Customer experienced an elevated blood glucose (bg) level with moderate ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer required assistance addressing bg level with manual insulin injections. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded a new cartridge to address the event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.